Manufacturer narrative:
The product was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," it advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."

Event description:
The patient reported that she was hospitalized with hyperglycemia. She stated that the pod was activated on (B)(6) 2012. Her blood glucose result at 3:41 pm was 314 mg/dl and she gave herself a 5.1 unit bolus. She provided the following blood glucose history: date/time (B)(6): 8:13am; result (mg/dl): 126; date/time (B)(6): 10:39am; result (mg/dl): 203; bolus (units): 2.3; date/time (B)(6): 4:38pm; result (mg/dl): 285; bolus (units): 4.35; date/time (B)(6): 5:30pm; result (mg/dl): 328; bolus (units): 7.25; carbohydrate (grams): 37; date/time (B)(6): 4:24am; result (mg/dl): 301; bolus (units): 4.75; date/time (B)(6): 6:35am; result (mg/dl): 265; date/time (B)(6): 7:40am; result (mg/dl): 286; bolus (units): 3.45; date/time (B)(6): 9:41am; result (mg/dl): 348. She was hospitalized and given an insulin drip. The pod was removed at the hospital and discarded, and the product lot number and sequence number were not available.